Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: dislodged stent. It was reported that the stent was not secure on the device. The 2.0 x 8 mm vision was not found or noticed until after the balloon was inflated and it was noted the there was no stent. The stent could not be found. There were no untoward effects to the pt. The case was completed with another product without incident. No additional info is available.